Event description:
Boston scientific received information that following a successful device implant with favorable system measurements, an audible "loud bang" was exhibited during ventricular induction testing. External defibrillation was required and subsequently high voltage impedance measurements were observed as greater than 125 ohms. Additionally, the newly implanted device exhibited a depleted battery with a charge timeout error. The physician then elected to explant the chronic right ventricular lead at which time insulation defects were observed. A new right ventricular lead and device, were successfully implanted in the absence of complication or additional adverse patient effects. Both products are intended to be returned for a post market assessment.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Initial inspection noted an arc mark on the back of the device case, indicating that a significant amount of shock energy had been delivered to the titanium case. X-ray examination of the device indicated that the internal fuse was in an electrically open state. Once the fuse is electrically open, pacing, sensing, memory and telemetry functions were still available, but the high-voltage charging circuit had been rendered inoperable. Detailed review of the device's stored data confirmed that the device recorded a shorted shock lead condition during a shock delivery on the date of implant. The shorted lead message was followed by multiple fault messages for excessive charge time. An end of life (eol) battery status was recorded on the day that the short occurred. The capacity of the device battery was tested and the device had a sufficient cell capacity; above the eol status. Engineers confirmed induced damage due to the associated shorted lead condition during a shock attempt.

Manufacturer narrative:
Following product return and completion of lab analysis a follow-up report will be submitted.